Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, a bleed was noted at the biopsy site. Reportedly, the physician used a gold probe device to stop the bleed. The procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.a review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.(B)(4).